Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure for a distal radius fracture (23-c1), surgeon repositioned and placed the plate using variable angle positioning. After drilling, the screws were inserted and locked into each hole. The screw in the distal row of the most ulna hole penetrated the plate. A torque limiter was used. This is 2 of 2 reports for the same event, complaint # (B)(4).

Event description:
This is 1 of 2 report for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Manufacturer narrative:
A review of the device history records for lot 7241382 revealed the variable angle locking screw was manufactured by synthes monument and it conformed to all requirements. There were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.